Event description:
The patient underwent generator replacement surgery. The explanted generator is not available for return for analysis.

Event description:
The patient was referred for replacement surgery. Notes were received that indicated that the family notes an increase in his seizures and they continue to be wary of vns. Notes mention prolonged discussion had regarding next steps and vns. The patient's seizures have increased again, although not as severe. However, they note that the magnet has helped reduce the severity of the seizures but there has been no real reduction of seizures as of yet. Notes mention he is currently having a seizure daily, which is an improvement from before vns, but different from his seizure free period. No additional relevant information has been received to date. No known surgery has occurred to date.